Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this recently implanted left ventricular (lv) lead had no viable vectors for capture, and this lv lead was explanted and replaced. A new lead was placed for conduction system pacing (csp) lead, and a different cardiac resynchronization therapy defibrillator (crt-d) was needed. No additional adverse patient effects were reported. This lv lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this recently implanted left ventricular (lv) lead had no viable vectors for capture, and this lv lead was explanted and replaced. A new lead was placed for conduction system pacing (csp) lead, and a different cardiac resynchronization therapy defibrillator (crt-d) was needed. No additional adverse patient effects were reported. This lv lead was returned for analysis.